Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 439688, implantable pacing lead, implanted 2012 (B)(6); model 5076-52, implantable pacing lead, implanted 2012 (B)(6); model 5076-58, implantable pacing lead, implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that there was a discrepancy between the longevity estimator on the device and a tool. The software is up to date on the device, and no reprogramming was done. The patient is being monitored and no patient complications have been reported as a result of this event.